Event description:
This unsolicited device case rec'd from united states on (B)(6) 2013 from a pt. The case involves a (B)(6) yr old female pt who experienced left knee swollen, had pain much worse in left knee and it did not help at all to alleviate her knee pain (sub-therapeutic response) after receiving treatment with synvisc one. Past drugs included prednisone injections (rec'd 6 weeks prior to synvisc one injection that helped for a brief time); pregabalin (lyrica), rec'd for three instances of shingles and gabapentin for pain. Medical history included fall (3 months ago) and shingles (3 instances after receiving the shingles vaccination). Relevant concomitant medications reported include tramadol hydrochloride (tramadol), meloxicam, cyclobenzaprine hydrochloride (flexeril) and paracetamol (tylenol) for chronic knee pain. On an unspecified date in 2013 (5 weeks ago), the pt rec'd treatment with synvisc one injection at a dose of 6 ml once (route, batch/ lot number and expiry date: unk) into both knees for osteoarthritis. It was reported that the doctor withdrew 5 cc of fluid from her right knee prior to the injection. Later, on unk dates in 2013, the pt complained that the injections did not help at all to alleviate her knee pain (sub-therapeutic response), pain was much worse in her left knee and it was very tight and appeared swollen at times. It was stated that the pt was not sure if her left knee was more painful since she suffered a fall 3 months ago. Also, pre-injections, her right knee was more painful one. The pt had to use crutches in order to get around. It was reported that the pt did not feel pain as much when she was lying down. Corrective treatment: not reported. Outcome for all events: unk.

Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with the global ptc number (B)(4) and the conclusion was pending for the same.